Event description:
During the follow-up for an unrelated issue, it was reported to fresenius that a peritoneal dialysis (pd) patient who was utilizing the liberty select cycler was in the hospital. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient was hospitalized on (B)(6) 2021 following altered mental status and abdominal pain. During the admission, cloudy peritoneal effluent fluid was noted by hospital staff. Peritoneal effluent fluid cultures taken in the hospital presented with staphylococcus lugdunensis and a white blood cell (wbc) count of 1312/mm3. The patient was diagnosed with peritonitis due to poor aseptic technique during continuous cyclic pd (ccpd) therapy on the liberty select cycler. It was explained the patient was observed not performing hand hygiene during pd therapy at home. The patient was prescribed a one-time dose of intraperitoneal (ip) ceftazidime and ip vancomycin every three days for two weeks (dosages not reported). The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The cause of the patient¿s altered mental status was unknown; however, it was determined to be unrelated to pd therapy or this infection. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues with ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of an altered mental status and peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patients peritonitis can be attributed to a lack of aseptic technique during ccpd therapy as reported by a medical professional. Poor aseptic technique during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a source of the patients adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patients adverse event.

Event description:
During the follow-up for an unrelated issue, it was reported to fresenius that a peritoneal dialysis (pd) patient who was utilizing the liberty select cycler was in the hospital. Upon follow up with the patients pd registered nurse (pdrn), it was reported this patient was hospitalized on (B)(6) 2021 following altered mental status and abdominal pain. During the admission, cloudy peritoneal effluent fluid was noted by hospital staff. Peritoneal effluent fluid cultures taken in the hospital presented with staphylococcus lugdunensis and a white blood cell (wbc) count of 1312/mm3. The patient was diagnosed with peritonitis due to poor aseptic technique during continuous cyclic pd (ccpd) therapy on the liberty select cycler. It was explained the patient was observed not performing hand hygiene during pd therapy at home. The patient was prescribed a one-time dose of intraperitoneal (ip) ceftazidime and ip vancomycin every three days for two weeks (dosages not reported). The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The cause of the patients altered mental status was unknown; however, it was determined to be unrelated to pd therapy or this infection. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patients peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues with ccpd therapy on the same liberty select cycler at home post-discharge.